Manufacturer narrative:
H3: product analysis found that faults partially confirmed. Actuator arm was stuck. Unable to confirm overheating as the handpiece stalled. When handpiece was disassembled found motor stuck in housing. Housing shell and motor appear worn and discolored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the m5 handpiece was overheating and finger switch stuck. There was no patient involvement.